Manufacturer narrative:
Device evaluation: the customer reported pump was alarming downstream occlusion. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that during pump setup, the pump repeatedly alarmed for downstream occlusion. The event occurred during setup, and there was no patient involvement.